Event description:
The patient had inadequate pain relief and it was not possible to aspirate fluid from the catheter. There was a kink/occlusion in the subcutaneous section of the catheter. The catheter was replaced. The patient recovered without sequelae.

Manufacturer narrative:
(B) (4).